Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin I (tni) result. Ccc reviewed the quality control data, which indicated results were within range. The ccc specialist had the customer clean the sample drain and run precision testing on the sample in question, which resulted as expected. A siemens headquarters support center (hsc) specialist reviewed the escalation data. The customer was not centrifuging samples according to the tube manufacturer instructions for use (IFU). This can lead to particulate matter in the sample causing imprecision. Improperly centrifuged samples can also lead to build up in the sample drain. The cause of the discordant tni result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low troponin I (tni) result was obtained upon repeat testing on one patient sample (B)(6) on a dimension exl with lm instrument. The sample initially resulted as expected. The sample was then repeated on the same instrument, resulting falsely low. The discordant result was not reported to the physician(s). The customer repeated the original sample twice on an alternate dimension and the result matched the initial result. The customer reported the initial result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tni result.